Event description:
On (B)(4) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 575 mg/dl with symptoms of dehydration, muscle aches, and vomiting. During troubleshooting, customer support found that the basal and bolus histories were as expected but the pump time was off by less than one hour. The patient discontinued pump use. This complaint is being reported as cs considered this an inaccurate delivery issue and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.